Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2011.

Event description:
According to the reporter: the stapler would not open after firing. The surgeon pulled the toggle back all the way but it did not pull the I-beam back. The cartridge was left closed on the vein. Blood loss was reported as approximately 8 units. Robert forceps was used to remove the cartridge from the vein.